Event description:
The customer reported that the ventilator alarmed when powered on due to vent inop data acquisition pcba adc failures. The device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device was out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported when the motor controller pcb to data acquisition pcb cable was moved the reported vent inop occurred. Pse advised the customer replace the cable to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.